Event description:
I had essure birth control implanted sometime between 2006 and 2008. After implantation, I developed food allergies, a thyroid condition, abdominal pain, hip pain, joint pain, all over pain, fibromyalgia, painful intercourse, cramping, bloating, celiac disease, sjogren's syndrome, vertigo, something neurological yet-to-be-determined, more food sensitivities, weight gain. This all led to hysterectomy . After hysterectomy, I was found to have a cysts, fibroids, adenomyosis, and adhesions. This list may not be complete as I have also developed brain fog.